Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrythmia therapy and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sics went up to 920, along with non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing leading to inappropriate shock and the rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in three days and two or more high rate non-sustained tachycardia episodes. The analyst commented the rise in impedance correlates to explant date. (B)(4).

Event description:
It was reported that the patient heard a device alert. The right ventricular (rv) lead exhibited high sensing integrity counter (sic) and the pacing impedance suddenly rose to high. The patient received inappropriate shock due to oversensing. It was noted that there was a possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.